Event description:
(B)(4) curlin infusion administration sets ref number (B)(4) with lot number cf1227922 are causing "replace set 4" alarm numerous times when initiating therapy on curlin pump 4000 series.